Manufacturer narrative:
(B) (6). The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, weight, and event date are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment. The guide catheter stretched and broke in several pieces outside the patient. There were broken fragments in the patient. The stent was unable to be deployed. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure. There were no broken framents inside the patient.

Manufacturer narrative:
Visual inspection of this device revealed the push catheter was buckled at approximately 5 centimeters proximal to the push catheter hub. The working length of the push catheter was bent and the suture hole on the push catheter was slightly torn. The stent was not returned for additional evaluation; however the suture was still loaded on the push catheter. The guide catheter was found kinked, stretched and frozen onto the guidewire received with the device. Evaluation of the returned device and the event information, it appears both the guide and the push catheter became damaged at the same time during the procedure probably due to excessive force applied when the physician attempt to retract the guide catheter and deploy the stent. The resistance felt by the physician is likely due to the kink on the guide catheter. Based on the damages found on this device, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, weight, and event date are unknown). During the procedure, resistance was felt as the guide catheter was retracted for stent deployment. The guide catheter stretched and broke in several pieces outside the patient. There were broken fragments in the patient. The stent was unable to be deployed. The procedure was completed with another flexima biliary stent system. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.